Manufacturer narrative:
The device subject of the reported event was returned to the supplier for evaluation. Upon evaluation, it was discovered that the upper jaw of the forcep was broken. The cause of the reported event was attributed to user facility personnel overstressing the device during use. The weil-blakesly forcep IFU states, "avoid mechanical shock or overstressing the devices. Close distal ends prior to insertion or removal through cannulas." Steris offered in-service training on the proper use and operation of the weil blakesly forcep, specifically on not overstressing the device, however the user facility declined. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
The device subject of the reported event is being returned for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.

Event description:
The user facility reported via medwatch report (B)(4) that during a patient procedure a piece of their weil-blakesly forcep broke. The piece was successfully retrieved from the patient and the procedure was completed successfully with another device. No report of injury or procedure delay.